Event description:
A malfunction with code malf 12 was reported for the customer's pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer reset the pump themselves and continued using it while a replacement pump was being arranged by technical support. The customer was instructed to return the faulty pump using a pre-paid label within 10 days.